Event description:
Philips received a complaint on the v60 ventilator indicating that the device would not charge the battery and the alternating current (ac) led was not lightning up. The remote service engineer (rse) informed the customer of the latest version of the service manual before beginning remote service. The customer was instructed on which page to reference to confirm if the power supply was working. The customer biomedical engineer (bme) confirmed that there was not 24 volts of direct current (dc) across the brown and orange wires of the power supply. The rse advised the customer to swap the power cord to confirm if the problem was with the alternating current (ac) power cord plug. The customer bme advised that swapping the power cord resolved the device issue. The rse provided the customer with the part information for the power cord and advised the customer to charge the battery of the device for 8-12 hours using the known good power cord. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. In a good faith effort (gfe) response from the customer received on 18may2024, it was stated that the customer had replaced the power cord with a power cord that they had in stock at their site. The customer confirmed that the battery began to charge and passed the preventative maintenance procedure. The device also passed all other preventative maintenance testing as instructed in the v60 service manual. The customer stated that the replaced power cord was scrapped, so it will not be returned to philips for evaluation. The device diagnostic report was also unavailable. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.